Event description:
It was reported the detector was dropped and it does not work anymore. The use of device was unknown and there was no patient or user harm.

Manufacturer narrative:
Ref: (B)(4). The digital diagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed analysis and concluded that user had dropped the skyplate detector, resulting in the image being greyed out with horizontal lines (artifacts), the imaged object not appearing, preventing the detector from generating an image. Shocks were recorded in the detector's shock log. Calibration and self-test were performed for the detector however the images still showed artifacts due to the damage. Detector needs to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was damage to the skyplate. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). The issue is further monitored and trended.